Manufacturer narrative:
The product was not returned for analysis. Two lot numbers were indicated. It is unknown which lot # was used for this complaint. Product history records were reviewed for both lot numbers and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A purchasing agent reported that during intraocular lens (iol) implant procedures, cartridges were cracking when the lens was advanced. New cartridges were needed. No damage to the lenses was reported. There are four medical device reports associated with these multiple cracked cartridges. This report is for second of two cartridges with unknown lot number with patient contact.